Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found, unable to duplicate complaint. Pump powers on with vibratory and audible features. An ezprime sequence was successfully completed. Pump was exercised 24hrs, no unprogrammed boluses were recorded in history during this time. Manually performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. No hypersensitive keys were observed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) less than 40mg/dl with difficulty speaking. Patient was treated at home with food and drink. During troubleshooting, the bolus history shows (B)(6) 2015 at 18:00 1.6u of 1.6 u normal (p) ezcarb completed. Reporter this was an unprogrammed bolus, and that the patient would not touch or program the pump. Patient was connected to pump at 18:00 as far as reporter knows. Customer support determined this was a history settings issue, and advised patient to discontinue pump use. This complaint is being reported as the history settings issue was not resolved, and the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.